Event description:
It was reported to philips that the device's c-arm stops moving. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the c-arc sometimes slows down. Review of the system log file did not show any issues related to the reported malfunction. During troubleshooting, the rse found bow movements froze during projections. Rse confirmed that the proximity sensors should be calibrated. The rse guided the customer in carrying out bodyguard sensor calibration with positive outcome and performed c arc movement tests. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.